Manufacturer narrative:
No complaint was received with the return of the product. Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 9.3 cm returned for analysis. Insulation degradation was noted at 4.5 cm from the connector pin. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.